Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnoses: l4-5 spondylolisthesis. For which, patient underwent following procedures: l4-5 anterior lumbar interbody fusion with rhbmp-2/acs. As per op note¿ then we put in trial sizers and a 10mm lordotic trial which was 45mm in width fit the best, so a peek spacer which was 10 mm x 45 mm and lordotic was filled with rhbmp-2/acs and formagraft, and this was impacted across. Good position was noted on ap and lateral fluoroscopy¿¿ ¿. Patient tolerated the procedure well without any intraoperative complications. On the same day patient also underwent following procedure: removal of posterior instrumentation. Exploration of fusion. Decompression between l4-5. L4-5 posterior instrumented fusion. Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.